Event description:
A customer contacted beckman coulter (bec) reporting a drop of liquid leaked from the probe in the coulter ac*t diff 2 analyzer. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2013 to evaluate the instrument. The fse did not find the probe dripping while onsite. The fse replaced the probe wipe block and ran several samples without error. Service activity performed was verified to the specified requirements per established procedures. The fse could not confirm an active leak. However, the replacement of the probe wipe resolved the intermittent leaking issue seen by the customer. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).